Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The service engineer checked and found that the nozzle in the o2 gas module defective, and replaced if from customer stock. No device logs were received and no part was returned for investigation despite reminders. If a fault in a nozzle unit occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. If the fault is present, it will be detected during pre-use check. As no goods were returned for investigation, the root cause of the reported failure has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).